Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2015.

Event description:
It was reported that the patient presented with dizziness. It was noted that there was a high number of short v-v intervals on the sensing integrity counter (sic) on the right ventricular (rv) lead. It was suspected that there was a connection issue with the rvlead and implantable pulse generator (ipg). Intervention is planned. The device and lead remains in use. No further patient complications have been reported as a result of this event.